Event description:
Per the clinic, the device was explanted on (B)(6) 2026, due to improper placement of the electrode array. The patient was reimplanted with another cochlear device during the same surgery.